Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting micro motion or loosening of the device in while in vivo. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address tibial loosening at cement/implant interface. Competitor cement was used in the primary surgery.